Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator cubies failed to unlock, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bins were unresponsive that required a complete helmer shutdown and reboot. A field service engineer arrived onsite, performed the complete helmer shutdown procedure following written instructions, and rebooted the system. After the process was completed, the refrigerator and bins were functioning properly. The user performed several inventory counts to confirm functionality, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator cubies failed to unlock, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.